Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump.